Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the tooth was removed, the osteotomy was prepared and the implant at tooth site #14 was placed. However, the patient closed their mouth and hit the instrument, fracturing the bone plate around the implant so that the implant lost its primary stability and was removed.